Event description:
The facility representative reported a colleague infusion pump which experienced failure code 500:320. It is unknown when or at what point in the process this event occurred. No patient injury or medical intervention was reported. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 500:320, and determined the root cause to be a faulty main speaker harness. The speaker harness was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation is in progress through mdq-CAPA-(B)(4).